Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 336 mg/dl. The customer's current blood glucose is 248 mg/dl. The customer did not experience any symptoms related to the high blood glucose. The customer had using insulin pump within 48 hours of reported high blood glucose. The customer was treated by insulin pump. Customer does not allege the pump was under delivering. Troubleshooting was performed for high blood glucose under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's weight information has been changed to (B)(6).